Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed n/a. Doctor was dr. (B)(6). "Bag broke". Patient status - "stable".

Manufacturer narrative:
Investigation summary: the entire event unit was returned for evaluation. Upon visual inspection, it was noted that the actuator was bent where the cord loop is attached to the actuator. Significant stretching of the film of the bag was seen indicating that the bag was stretched prior to breakage. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. Previous tests have shown identical stretching and breaking in retrieval bags when excessive force and manipulation is used on the bag. Therefore, the root cause is likely to be use error. The instructions for use (IFU) state, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report ...